Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or no part number was provided. Outcome attributed to required intervention to prevent permanent impairment damage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An open reduction internal fixation was performed on the patient when the device was removed. Broken plate was removed easily without additional intervention. There was no surgical delay.

Event description:
Customer facility medwatch (B)(4) was received at complaint handling unit (B)(4) on (B)(6) 2014. Only corrected and additional information will be provided. Voluntary medwatch attached. This report is for unknown numbers of unknown screws. This is report 2 of 2 for complaint (B)(6).